Manufacturer narrative:
Since the initial report was filed the investigation into the access site bleeding and presumed hemolysis has concluded. The introducer product was not returned for analysis, and as such the root cause of the bleeding could not be determined. The data logs were returned and revealed good pump positioning with minor suction alarms. The root cause of the hemolysis could not be determined with solely the data logs, and as such no root cause could be determined. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical center has returned the data logs but, not yet the pump. The pump analysis into the root cause of the access site bleeding and presumed hemolysis has not yet begun. Upon completion of the investigation, a final report will be filed.

Event description:
A patient was admitted to the hospital via the emergency room and was assessed. The patient was found to have multivessel coronary artery disease. The team made the choice to place an impella cp for hemodynamic support during the coronary angioplasty procedure. The team found that the access site for the impella pump, which was the right femoral artery, had persistent bleeding. The team attempted to troubleshoot by a purse string suture and pressure dressing, but his lab values of hematocrit and hemoglobin were depressed and so the team explanted the pump. In addition the pump was explanted due to concerns for hemolysis. The labs were hemolyzing and the urine color had changed.